Event description:
It was reported that a patient underwent a left radial nephrectomy on (B)(6) 2022 and suture was used. The needle broke in half leaving the sharp end embedded in the patient while closing fascia. X-ray was called immediately to obtain stat images to locate needle. The patient needed to be repositioned supine in order to obtain optimal imaging for needle retrieval. The suture needle was removed successfully from the patient and the incisions were closed per usual manner. The incisions were not fully closed prior to suture needle being removed from the patient. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the size of the needle used? The only information I have is that it was a ¿ur 6 needle.¿ was more than half the needle retained in the patient? Unknown. Where was the needle retained; in what structure? This was a procedure for a left radial nephrectomy. When it is reported that ¿the incisions were not fully closed prior to suture needle being removed from pt.¿ what do you mean? It means that the surgical incision was not fully closed when the needle broke, therefore it was not a retained foreign body. Did wound dehiscence also occur? Or no. Did the suture break also during the procedure? No. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. User facility medwatch mw5108884.